Event description:
It was reported that upon completion of a suprapatellar tibial nail procedure, surgeons had difficulty removing connecting screw from a tibial nail case using ball hex screwdriver. A few methods were applied, until connecting screw was successfully removed. An operative delay of 5 minutes was recorded. The procedure was successfully completed with no patient injury. This is report 1 of 2 for (B)(4). This report will cover the cannulated connecting screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Statement regarding DHR to: a third party manufactured p/n 03.010.404 lot u164433. A review of the device history was performed and no complaint related issues were found. Released 11/1/12 and 3/3/14. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the cannulated connecting screw was received with rub scratches/marks near the external thread end. No other damage is visually apparent. Orchid unique manufactured the cannulated connecting screw. The material and hardness were confirmed to be correct. All dimensions were verified to be conforming. The parts passed all inspection requirements at the time of original manufacture. Based on the unknown root cause and the evaluation performed by synthes, this complaint is unconfirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.